Manufacturer narrative:
The insulin pump passed self-test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents are within specification. No unexpected excess no delivery alarms or occlusion anomalies noted during our testing. The insulin pump had minor scratches on the lcd window, cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump was alarming no delivery for the past three days; the customer attempted to resolve the issue per user manual guidance. The patient's blood glucose at the time of incident was 500 mg/dl, which he treated via manual insulin injection. Troubleshooting was initiated for the no delivery alarm. The customer was able to push insulin through the tubing via plunger push. The customer disconnected the reservoir, rewound the insulin pump, reconnected the reservoir, and ran a 5.0-unit manual prime. Insulin exited the tubing and the customer was advised that the insulin pump was working as designed. However, the device was returned for analysis and replaced.